Event description:
In (B)(6) 2011, the patient had an si joint fusion where three ifuse implants were placed. There was no improvement in the patient's pain symptoms following the initial surgery. In (B)(6) 2014, a different surgeon decided to remove all of the implants since there was no symptom relief. It took the surgeon over an hour to chisel out the implants with osteotomes because all of them were firmly incased in bone. All of the implants were eventually removed.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is removal because of no relief of symptoms. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# 7663002664002, manufactured 06/02/11, expires 2014-07; ifuse implant, p/n 7040-90, lot# 7628002578003, manufactured 05/31/11, expires 2014-07; ifuse implant, p/n 7055-90, lot# 7628002898006, manufactured 09/27/11, expires 2014-11.